Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported adjusting his insulin pump to deliver 2.5 units of novorapid insulin based upon a mobile system blood glucose result of 5.4 mmol/l and food intake at 11:00pm. He went to bed, and at 12:30am he had a seizure, fell unconscious, and bit his tongue. His friend called 911. By the time the ambulance arrived, he had treated with juice provided by the friend. He was transported to the hospital for observation, was treated at the hospital with juice and released at 6:00pm. While at the hospital, customer compared his meter to the lab as well as the hospital's meter. All tests were done within 10 minutes of each other around 1:00pm. Lab venous blood result: 7.3 mmol/l mobile: 16.6 mmol/l hospital meter: 9.6mmol/l a request was made for the return of the meter and strips.